Event description:
It was reported that the insulin pump alarmed button error and completely shut off. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. The customer's mother stated that she and the customer had already performed troubleshooting, but they could not get the insulin pump to turn back on. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corners, reservoir tube lip, minor scratches on display window and missing end cap sticker.